Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system had exhibited high right ventricular (rv) pacing thresholds along with loss of capture. The loss of capture lead to one second of asystole, no further adverse patient effects were reported. Subsequently, the patient underwent a revision procedure and the rv lead was surgically abandoned and the pacemaker was explanted. There were concerns that this device depleted prematurely.

Event description:
Attempts to obtain the return of this product have been made and information suggests that this product is not available for return at this time.